Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient reported that their arm pain was fibromyalgia and it started about a year after the pump (was implanted) and had gradually gotten worse. Per the patient ¿it¿s pretty bad¿. The patient also had urinary retention that started about 6 months after she got the pump. The pump was used to deliver fentanyl and bupivacaine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.